Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be programmed off at the patient's follow up. The patient underwent surgery in february and reported receiving a shock during the procedure. At the follow up one month post surgery, the patient's device was found to be programmed off. The patient stated that the physician told him his device was programmed such that it could not be turned off with a magnet.